Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. Review of the device logs identified a single charge error recorded, with no associated battery messages. The charge error indicates the capacitor voltage did not increase by the expected 17 v per ½ second, which can occur several reasons some of which may not be linked to a hard failure sometimes involving external factors. Comprehensive device testing, including defibrillation cycling, showed no recurrence of the fault. Internal inspection found no defects, and given the isolated occurrence and successful testing, no precautionary replacement was recommended. The battery used during the event was not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.